Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient presented to the emergency department in a bradycardia arrhythmia and the right ventricular lead was found to have intermittent capture and high lead impedance. The lead was capped and replaced. No further patient complications were reported as a result of this event.